Manufacturer narrative:
The large hem-o-lok clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not holding the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred prior to clip application inside the patient while the surgeon attempted to clamp on a vessel or tissue bundle. The clip applier jaws remaining static/not moving when surgeon commanded movement. A backup clip applier was used to resolve the issue. The instrument was sent back to isi for analysis. No photos or videos are available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results as failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.